Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On september 8, 2020, olympus medical systems corp. (Omsc) received literature titled "outcomes of endoscopic resection for superficial duodenal epithelial neoplasia". In the literature, it was reported that one case of one perforation during esd that required surgical intervention was observed in 320 cases of endoscopically resected a superficial duodenal epithelial neoplasia (sdet) (146 emr-treated cases and 174 esd-treated cases). In the case, perforation occurred in a patient who underwent esd under general anesthesia and was immediately converted to laparoscopic partial duodenectomy because it was impossible to close the perforation due to the poor maneuverability of the endoscope. Also, the author said ¿in this scenario, it is difficult to close the wound after resection not only because of poor maneuverability but also because the papilla of vater is very close to the lesion, possibly resulting in exposure of this location to abundant bile and pancreatic fluid¿. The esd procedure was performed using the single use electrosurgical knife (hookknife, dualknife or a dualknife j), but the model number was not identified. We do not found that what the severity of the perforation is and also whether the perforation could be completely closed or not after the surgical intervention. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, we assumed that the perforation occurred during the esd used the knife. Therefore, omsc will submit 1 medical device report (MDR) of the single use electrosurgical knife for one perforation that required surgical intervention.